Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that during a routine reprogramming, the patient reported that he had been hospitalized for five days due to an infection at the midline incision. The patient's symptoms were fever, dizziness, fatigue and disorientation. The patient reports having a septic infection and was treated with IV antibiotics at the hospital and administered a central IV while at home. The patient is currently taking oral antibiotics and remains implanted. The physician reported that the infection was bacterinia.